Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer side rail issue. A field service engineer installed new side rails to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. A supplemental will be created if additional information received from the customer.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the user needed to force to pull open and close the drawer. There was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident..